Event description:
Patient contacted dexcom to report irritation that lasts approximately 10 days.

Manufacturer narrative:
Patient describes site as bumpy, itchy and red. She cleans site with alcohol, then uses calamine lotion. The site heals after approx. 10 days. Date of medical intervention: (B)(6) 2013. Description of medical intervention: patient was referred to an allergist for irritation caused by dexcom device and for other allergies. No medications were prescribed or recommended. Medical doctor (md) said there was nothing he could recommend other than a surgical dressing. Patient was unsure of what was meant by surgical dressing or how that would be utilized. Advised patient to follow up with md for clarification. Current condition of patient: patient is report to be fine.